Event description:
It was reported that the patient fell and sustained a periprosthetic fracture of the femur. The stem loosened and had to be removed.

Manufacturer narrative:
The sales rep indicated that the catalog number and lot code could not be read off the explanted device. The device was reported to be an unknown accolade tmzf stem. It was also noted that the hospital was not willing to release the device for evaluation and no additional information would be provided. Device not returned.